Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 20211. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d), the patient reported pulse rate between 40-50 while exercising and was symptomatic. The patient's pulse is lower than that of the programmed lower rate of the cardiac resynchronization therapy defibrillator (crt-d). The crt-d remains in use. No further patient complications have been reported as a result of this event.